Manufacturer narrative:
Batch reviews performed on (B)(6) 2017. Lot 168473: (B)(4) items manufactured and released on (B)(6) 2017. Expiration date: 2022-02-13. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Mectacer biolox delta ceramic ball head 12/14 ø 36 size m 0, code 01.29.209, lot. 164224 (k112115). (B)(4) items manufactured and released on 13 october 2016. Expiration date: 2021-10-02. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in due to signs of infection. The pathogen is unknown. The surgeon swapped the head and liner. The surgery was completed successfully. X-rays and explants are not available.